Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty, on the stomach and intestine, at the end of the gastroenteral anastomosis, in the staple lines intersection place, it leaked or methylene blue occurred during testing. There was bleeding on the staple line. It was necessary to perform a new suture in the anastomosis. The patient was hospitalized for six days.